Event description:
It was reported that the patient felt electric pulses at an unknown location. Troubleshooting was scheduled for (B)(6) 2014. It was later reported that all impedances were ok during troubleshooting, both pre-operatively and post-operatively and there was no abnormality in the extensions. The patient was implanted with a new device and was doing ok. Approximately a week later, it was reported that the electric pulses were not present when the implantable neurostimulator (ins) was switched off. The pulses were sometimes ¿provoked¿ by certain body postures or palpations such as when the patient ¿did the arm very strong to the back¿ and other times were not. There had been no falls or trauma that could have affected the system. There were no anomalies observed on the ins header during explant.

Event description:
.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins was tested with a known good lead. The proximal end of the lead was connected to the ins, while the distal end and ins were submerged in a 0.9% saline solution. Using a clinician programmer, normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.